Event description:
Gives more fluids than what set for. This was found during clinical use. The pt involved suffered no injury. The hosp biomed. Tested the pump at 100 cc/hr, and it ran at 100 cc/hr; tested at 150 cc/hr, the pump ran at greater than 200 cc/hr.